Event description:
It was reported that a high blood glucose level was observed as the value displayed "high." Cause was not known. The customer administered a correction injection via a manual dose, inspected the site and connections as instructed by technical support, and was advised to replace supplies and resume insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.